Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tyyc, implanted: (B)(6) 2015, product type: lead. (B)(4). D

Event description:
It was reported by the patient that there was paresthesia in the wrong location. Pain and uncomfortable stimulation was noted. The stimulation sensation was in the wrong location. Confirmed ins (stimulator) status with patient programmer that the therapy was on. Decreasing amplitude eliminates the uncomfortable stimulation. Patient wasn't sure if this was going to help yet as she said it's in the wrong spot when she was walking around. Troubleshooting resolved reported issue. Symptoms reported was pain in back and pain when walking on (B)(6) 2015. Patient was implanted on left cheek. When lying down, the patient feels stimulation all the time and goes down leg and buttock. Now all of a sudden it travels up to her back. Pain when walking 2 days ago and hurts only when walking. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor.